Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. The customer stated there were no keypad anomaly. The customer stated they using the up arrow and down arrow allow customer to navigate screens. The block mode was not active. The customer was able to clear the alarm but unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43 alarm noted. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).